Manufacturer narrative:
Covidien reference # : (B)(4). Date of follow-up report : 01/25/2016. The returned product met specification as received. The investigation found dried blood on the seal plate. The device was activated on a porcine tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The jaws opened and closed properly when testing the latch mechanism. The jaws did not stick to the tissue. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 11/24/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a video-assisted thoracoscopic surgery procedure, the surgeon was sealing dividing right lung tissue and the tip of the device got stuck and it could not be separated from the tissue. The surgeon used a hook bovie device to remove the tissue from the device tip. There was no reported patient injury.